Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was implanted without abnormity noticed. Approximately, two days post implant of ipg system patient experienced hematoma as large as fist was observed on the pocket, patient¿s blood pressure decreased rapidly and shocked. After consultation, physician suspected hematoma was caused by subclavia penetrating injury bleeding. The patient received treatment of blood transfusion and boosted blood pressure, and was hospitalized in intensive care unit (ICU), and advised on treatment options. Pressure applied to the pocket dressing, with condition unchanged. Additional information indicated the ipg functioning normal. Physician commented event not related to the ipg. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.